Event description:
Abp alarmed when physician at bedside. Alarm read "kinked catheter, balloon to large, partially wrapped balloon". Physician attempted to reposition but unable to position correctly. Physician aspirated blood from balloon. Discontinued balloon and replaced new balloon in left groin. Visual inspection revealed balloon had ruptured. Dopamine drip started on patient for hypotension for approximately 40 minutes during the identification of malfunction and replacement time perioddevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device not serviced in accordance with service schedule. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: component failure, balloon. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.